Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va06j7n, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the patient turned off stimulation and when she tried to turn it back on the programmer was not working and would not power on. The consumer went to replace the batteries and there was black liquid in the battery compartment and the springs were all messed up. It was noted that the patient had sudden onset return of symptoms. She was wetting herself every day. The patient received a new programmer and everything was working fine. The patient was implanted for gastrointestinal/ pelvic floor issues.